Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient had arthrose, left malleol-surgery on (B)(6) 2012. It was reported a cannulated screw was removed because of pain in malleol area on (B)(6) 2013. Reportably it looks like rust on the screw head and the unknown washer. This complaint is on the unknown washer. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown washer, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Product development evaluation was conducted. The report indicates that fretting corrosion in non-locked situation are known. According the corrosion position at the washer (lower surface) it is indicative that the washer was positioned the wrong way. This positioning results in a smaller surface and that leads to more and aggressive fretting. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.